Manufacturer narrative:
Product inquiry revealed the tibial nail, standard t2 tibia ø9x330 mm and the targeting arm tns t2 tibia to be the subject products. No further associated products were reported. A physical examination could not be carried out as the devices were not returned for evaluation. A review of the device history records revealed no discrepancies. The items reported were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the targeting arm had been in use for more than 13 years (manufactured in 2003) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The function of the targeting device was furthermore tested before and after the surgery and was identified to be fully functional. According to information received the attending surgeon was struggling to insert the most proximal locking screw. As he was not able to insert the screw, he decided to use another locking hole option. After the case when the sales representative was reviewing the instruments, he realized that the nail could possibly be sitting in an incorrect position (shifted by 180°) leading to the reported problem of locking the most proximal locking screw. The incorrect rotation of the nail could be confirmed via x-rays. The incorrect positioning of the nail most likely occurred due to a wrong adaption of nail handle and nail. The nail must have been assembled to the nail handle twisted by 180°. This could be simulated/ reproduced in a trial performed with sample instruments and a sample nail. Based on the above the root cause of the reported event was not linked to a deficiency of the devices, but was rather user-related (incorrect insertion of the nail caused by a wrong adaption of nail handle and nail). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
While dr. Was attempting to insert the most proximal locking screw, I noticed he was struggling to get it into the nail. After many attempts at this one screw he was unsuccessful. Then he decided to use another locking hole option. After the case, I was reviewing the instruments and trying to determine what went wrong in the case. I then realized that the nail could possible be sitting in the patient 180 degree in the incorrect rotation. Finally, I notified my superior of this possible issue that it would be resolved. A target device was used during the surgery. The rotation of the nail was confirmed through x ray and dr. Was notified. Any affects of the patient or adverse consequences have not been brought to our attention thus far. The instruments were tested before and after the surgery. The cannulas were inserted through the targeter to check to make sure that they lined up correctly and they did. No devices are being returned at the moment.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be return.

Event description:
While dr. Was attempting to insert the most proximal locking screw, I noticed he was struggling to get it into the nail. After many attempts at this one screw he was unsuccessful. Then he decided to use another locking hole option. After the case, I was reviewing the instruments and trying to determine what went wrong in the case. I then realized that the nail could possible be sitting in the patient 180 degree in the incorrect rotation. Finally, I notified my superior of this possible issue that it would be resolved. A target device was used during the surgery. The rotation of the nail was confirmed through x ray and dr. Was notified. Any affects of the patient or adverse consequences have not been brought to our attention thus far. The instruments were tested before and after the surgery. The cannulas were inserted through the targeter to check to make sure that they lined up correctly and they did. No devices are being returned at the moment..